Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had image distortion. The issue was found during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: streak of flare appears in the image, air/water-cylinder has foreign objects and connecting tube with white foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (streak of flare appears in the image) was traced to component failure. However, based on the results of the investigation, the most probable cause of the complaint (air/water-cylinder has foreign objects and connecting tube with white foreign material) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.